Event description:
The patient was sitting, with legs under the x-ray detector. The pt's arm was on top of the detector. The pt leaned their body weight onto the detector. The machine sensed a top collision, alerted the collision, and automatically tried to clear the collision by driving the detector downward, pinning the pt's leg. Upon alerting for a collision, the machine displays "press and hold move button." When the operator presses the up arrow in attempts to move the detector up and away from the pt's leg, the machine actually moves downward even more. This caused the machine to have a downward collision which then would not allow the machine to move up or down. The staff had to manually lift up on the machine to free the patient. Note: the down collision detector appears to work in the same way, that is, if it senses a downward collision, the machine will drive up a short distance automatically. If the operator presses the down button, the machine will move up instead of down during a collision alert.the collision detection automatically moves the table up or down in a pre-determined distance that is inherent to the design. During a collision, the controls then have the opposite operation of the arrow indicators during a collision alert. This can trap and injure pt's legs under the table, confuse staff in an emergency and cause more harm than necessary.the ge field service report reads: "investigate collision sensor operation. Model redacted, sn redacted. Determined that if a collision is sensed in the up direction, the c-arm is driven down a predetermined amount. The patient was leaning on detector with upper body while seated on chair with legs under detector. When collision was sensed in the up direction, system drove c-arm down a preset amount crushing patient's knees. Was not able to drive c-arm up as maximum height was already achieved."